Event description:
Customer reports green discoloration of tubing.

Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. Customer reports green discoloration in device tubing but could not make their device available for a water path replacement and investigation. Therefore, a determination could not be made regarding the cause of the green discoloration.